Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). In the evaluation of (B)(4) the following was confirmed, but the causal relationship the reported event was unknown. Ccd lens scratched. Lg/ccd lens adhesive wear and tear. Distal end cover scratched. Bending section scratched and slightly kinked. Instrument channel kinked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that something like patient tissue came out of of the subject device at the same time forceps came out of the working channel of the subject device. The facility tested the patient for hepatitis b, hepatitis c and hiv and confirmed all negative. There was no patient injury reported from the user facility.